Event description:
Pectoral pain, swelling and tenderness; poor retrograde catheter flow.

Manufacturer narrative:
History: the subject vital-port was explanted because of suspected malfunction of the port. Pectoral pain, swelling and tenderness, and poor retrograde catheter flow were reported. Analysis: the port was returned assembled with the catheter and the catheter lock. The catheter extended 7.9 inches from the base of the port. The port-catheter sys was checked and found to be patent. A visual inspection revealed no anomalies. The port was leak-checked by gas pressurization to 40 psi. No leaks were found. Conclusion: no anomalies could be found in the returned port-catheter sys.